Event description:
Device malfunction: partial deployment. Time of malfunction: during stent placement procedure. Symptoms/ae: none. It was reported that after the physician advanced the exceed stent delivery system (sds) to the target lesion, the stent could not be fully deployed. The physician was able to recapture the stent and once inside the guide catheter, the stent fully deployed. The guiding catheter was removed and a new guide catheter was inserted. An unidentified second stent was successfully deployed in the target lesion. No adverse patient effects were reported. No add'l information is available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.